Manufacturer narrative:
(B)(4). Exemption number for the late medical device report: #(B)(4). This submission is late due to the retrospective review that was performed to address a change in how baxter assesses the likelihood of harm associated with system error alarms that could potentially change the previous reportability assessment of the event. This report captures 8,977 for the condition of air in the line within product classification code fkx. One additional related report has been filed for product classification code kdj, please see complaint number (B)(4) for the event.

Event description:
This is an exemption report for cassettes which had air in the line. This report covers both customer reported air in line events and system error 2240 (air in line) alarm events found during service. A system error 2240 alarm on a homechioce device, indicates a possible malfunction of the disposable cassette.